Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade IV".

Event description:
Health professional reported right side "capsular contracture baker grade IV". Device has been explanted.

Event description:
Health professional reported right side "capsular contracture baker grade IV" and exchange . Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Deformation device observed on the device. Yellow particles observed on the device. No further actions are required as the device was implanted.